Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system displayed a system message and the ready mode switched to standby mode on its own during a procedure. The laser portion of the surgery was aborted. Additional information has been requested but none has been received.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 7, 2017. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing record did not reveal any related non-conformity during manufacturing for this system. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).